Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Boom mounting bracket not fully secured and the entire welding of the handrail at the mast is 80% severed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the mast handle was damaged due to the lift being operated before it was fully assembled (user error). The original complaint issue was confirmed.

Event description:
Boom mounting bracket not fully secured and the entire welding of the handrail at the mast is 80% severed.